Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a cerebrospinal fluid gusher during initial implant surgery. The recipient was hospitalized due to complications from (B)(6) 2016. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is activated. The recipient remains implanted. This is the final report.